Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging an issue with the subject meter. The reporter alleged that it was taking up to 3 test strips for the subject meter to give a results. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.